Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 06/21/2016 to report that on 1717344-2016-005412016, patient experienced an intermittent out of range signal. No additional patient or event information is available.